Manufacturer narrative:
Info was received via medwatch # (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the pt underwent knee revision after a fall out of the bathtub on (B)(6) 2011. Arthrotomy, irrigation and debridement with synovectomy and polyethylene exchange of the right knee was performed. Inflamed synovium was noted, and was debrided; no fluid, pus, or joint fluid was noted. The 14 mm polyethylene insert was replaced with a 17 mm implant, as the pt had previously shown instability. Subtle loosening subjacent to the tibial plate cannot be excluded.